Event description:
A discordant, falsely elevated chloride result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted as expected. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had been rerun on the same instrument and resulted as expected prior to troubleshooting. The customer proactively replaced the electrode during troubleshooting. The cause of the discordant, falsely elevated chloride result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.